Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment, patient hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the cause of peritonitis was unknown. The patient was treated with vancomycin injection (1g, discontinued), meropenem injection (1g, discontinued) and amikacin injection (125mg, discontinued) for peritonitis. Pd therapy was ongoing. The patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.